Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D4: corrected the serial number. H6: added f11.

Manufacturer narrative:
A 70-year-old male underwent high-risk percutaneous coronary intervention of the left anterior descending and right coronary arteries with intraprocedural impella cp support. Levosimendan was initiated during the procedure to maintain mean arterial pressure. Initial echocardiography confirmed correct impella positioning. On the following day, the patient developed dark urine and laboratory values showed increasing lactate dehydrogenase, aspartate aminotransferase, and creatinine, consistent with hemolysis. The treating physician repositioned the impella under echocardiographic guidance. Minor oozing at the access site was noted but resolved without intervention. The patient subsequently deteriorated hemodynamically, requiring volume management, escalation of inotropic support, and initiation of continuous renal replacement therapy until day 4 of support. The impella cp was successfully weaned and removed on day 5. Hemolysis associated with malposition is a known risk, and recommended best practices, including echocardiography-guided repositioning, were followed.

Event description:
A 70-year-old male underwent high-risk percutaneous coronary intervention of the left anterior descending and right coronary arteries with intraprocedural impella cp support. Levosimendan was initiated during the procedure to maintain mean arterial pressure. Initial echocardiography confirmed correct impella positioning. On the following day, the patient developed dark urine and laboratory values showed increasing lactate dehydrogenase, aspartate aminotransferase, and creatinine, consistent with hemolysis. The treating physician repositioned the impella under echocardiographic guidance. Minor oozing at the access site was noted but resolved without intervention. The patient subsequently deteriorated hemodynamically, requiring volume management, escalation of inotropic support, and initiation of continuous renal replacement therapy until day 4 of support. The impella cp was successfully weaned and removed on day 5. Hemolysis associated with malposition is a known risk, and recommended best practices, including echocardiography-guided repositioning, were followed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.